Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a nasobiliary catheter was used during a procedure (patient gender, age, and weight are unknown). According to the complainant, when they used the white tube (which was a device component) in the package through a patient nose, a bloody nose occurred. It was belived to be related to the patient experiece with this device. However, when the experienced physician used the white tube through a patient nose, a bloody nose occurred again. The physician had feelings that the material of the tube has become harder than the ones used before and had some deformation at the tapered tip.